Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was not returned to the manufacturer which prevented a physical evaluation from being performed. Additional the serial number could not be obtained or determined which prevented the review of the device history and manufacturing records. However the complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke was observed coming from the card cage of the 2008t machine. The biomed powered off the machine. Thermal damage was identified on the actuator board. The burnt plastic from the actuator board also caused damage to the function board. The reported issue was discovered during evaluation after the machine initially alarmed with a flow error message. The biomed received part numbers for replacement actuator and function boards and a return goods authorization (rga) number was created for the return of the actuator board for evaluation by the manufacturer. There was no patient involvement regarding the reported issue. Additional information was requested however a response was not received.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke was observed coming from the card cage of the 2008t machine. The biomed powered off the machine. Thermal damage was identified on the actuator board. The burnt plastic from the actuator board also caused damage to the function board. The reported issue was discovered during evaluation after the machine initially alarmed with a flow error message. The biomed received part numbers for replacement actuator and function boards and a return goods authorization (rga) number was created for the return of the actuator board for evaluation by the manufacturer. There was no patient involvement regarding the reported issue. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.